Event description:
Boston scientific, crm received information that, during a device replacement procedure, this implantable cardioverter defibrillator (ICD) gave a pacing impedance measurement greater than 2000 ohms on the associated right ventricular (rv) defibrillation lead. The pacing impedance as measured by a pacing impedance analyzer (psa) and the previously implanted device were within the acceptable range. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found the distal df seal plug was lifted up from the header, and the seal plug was missing. No other anomalies were noted on the device case. Measurements of the header lead port dimensions were performed, and no out of range conditions were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The observed seal plug damage and missing setscrew was likely caused during the explant procedure, and is not likely to have contributed to the clinical observation of high pacing impedance.

Event description:
--

Manufacturer narrative:
Boston scientific technical services (ts) consultants gave recommendations to further evaluate the implanted system. After further testing, the device was able to obtain measurements in the acceptable range. The available information suggests the products remain implanted with no further clinical observations. If additional information becomes available, this event will be updated and resubmitted.the device was later explanted for an unknown reason and returned for analysis. This report will be updated upon completion of analysis.